Event description:
Reporter indicated that vns pt was hospitalized due to a silent myocardial infarction. The pt has since been discharged to home and is reportedly doing well. Treating neurologist believes that the event was not related to the vns therapy. The pt has reportedly had only one seizure since vns implant. Prior to vns, the pt had 5-6 seizures per week. The pt's device output current has been increased once from 0.25ma to 0.50ma and it was reported that the pt got very anxious about the parameter increase.